Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During inspection and testing of the returned device, service observed multiple scrapes, marks, and stains in the biopsy channel when checked with the boroscope. The channel was replaced. Based on the results of the investigation, the possible causes for the customer¿s reported event could have been due to deformation of the forceps/biopsy channel, breakage of the instrument, or foreign material in the forceps/biopsy channel. However, a definitive root cause could not be determined. The event may be detected by following the instructions for use which state: ·operation manual. 3.8 inspection of the endoscopic system. - inspection of the instrument channel and forceps elevator. ·operation manual. Important information ¿ please read before use. - precautions. ·operation manual. 3.6 inspection of ancillary equipment. ·operation manual. 4.3 using endotherapy accessories. ·reprocessing manual. 5 reprocessing the endoscope (and related reprocessing accessories). ·reprocessing manual. 7 reprocessing endoscopes and accessories using an aer/wd. Service found the rubber covering (a-rubber) adhesive on the c-cover and insertion tube was cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported in the olympus service portal that there was a foreign body inside the subject device that looked like metal shaving. There was no patient or user injury reported due to the event. No further information was provided. This report is being submitted for the foreign material in the scope.